Manufacturer narrative:
(B)(4). This report of low drain volume(ldv) was confirmed. The cause was determined to be air in line. The cause for the air in the line was undetermined. This issue is being investigated through CAPA

Event description:
A customer contacted baxter's technical service center to report a low drain volume alarm on the home choice (hc) during initial drain. The baxter technical representative (tsr) had the home patient (hp) inspect the patient line for kinks, air or fibrin. The hp stated that there was air in patient line and fluid starts and stops. The tsr recommended starting over with new supplies. The hp was unable to do it on her own. The tsr recommended that they thoroughly check patient line for air before connecting. The hp will end the therapy and contact the nurse the next day. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). He sample is not available for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.